Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain coverage. An x-ray revealed lead migration. A revision procedure was performed. During the revision, the previously implanted anchor became damaged and therefore the lead and anchor were replaced.